Manufacturer narrative:
Additional information: a4, b5, b7, h6(patient codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced adhesions, loop of bowel kinked and stuck there, small bowel obstruction, abdominal pain, nausea, pain, hernia, infection, inflammation, fever, headache, tenderness, distention, and vomiting. Post-operative patient treatment included revision surgery, medication, lysis of adhesions, and exploratory laparotomy.

Manufacturer narrative:
Additional info: a4, a5a, a5b, b2, b5, b6, b7, d10, h4, h6 (patient codes, ime e2402: labs abnormal for wbc, ileus, leukocytosis), <(>&<)> additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced adhesions, loop of bowel kinked and stuck to mesh, small bowel obstruction, abdominal pain, nausea, pain, hernia, infection, inflammation, fever, headache, tenderness, abdominal distention, vomiting, labs abnormal for wbc, emesis, ileus, leukocytosis, <(>&<)> hypophosphatemia. Post-operative patient treatment included revision surgery, medication, lysis of adhesions, exploratory laparotomy, CT scan, hospitalization, nothing by mouth, ng tube, IV fluids, antibiotics, pain management, <(>&<)> mesh revision.

Manufacturer narrative:
Correction: added additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Patient codes: (B)(4) (loop of bowel kinked). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced adhesions, loop of bowel kinked and stuck there, small bowel obstruction, abdominal pain, nausea, and vomiting. Post-operative patient treatment included revision surgery.